Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; distal stent graft¿induced new entry after tevar or fet: insights into a new disease from eurec czerny et all, ann thorac surg; volume 110, issue 5, p1494-1500, november 01,2020 https://doi.org/10.1016/j.athoracsur.2020.02.079. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Unknown medtronic stent graft systems were implanted during endovascular aortic repair (tevar) on unknown dates. The following adverse events were reported: dsine, reintervention, open surgical conversion the cause of the dsine events are undetermined.